Event description:
It was reported that the apix imaging table intermittently would not move, or tilt, and intermittently sounded an alarm. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The 24 volt 25 amp-hour battery was replaced. Operator instruction given. The table was then tested and found to be working as intended and placed back into service.